Manufacturer narrative:
Investigation summary: it was reported there was foreign matter. To aid in the investigation, one sample in an opened packaging blister and three photos were received for evaluation by our quality team. A visual inspection was performed. The plunger rod has lubricant from the mold press at the thumb press and bottom. No other defects or imperfections were received. This defect could occur if the molding press had lubricant and was not cleaned properly. The three photos provided show the sample received. A device history record review was completed for provided material number 309653, lot number 1363553. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. The sample will be shown to the associates for awareness.

Event description:
It was reported that the 50 ml bd luer-lok¿ syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: customer opened a syringe and noticed foreign matter.